Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5146052.

Event description:
It was reported via voluntary medwatch that the patient presented with right atrial (ra) lead dislodgement. The ra lead was explanted. There were no patient consequences. Further information was not provided.